Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to the trunk cable. The cable was cut, damaging the black (main batt) and orange (-5v) wires. The root cause for the damaged cable was physical abuse. No adverse event resulted from the defective electrode belt.